Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contacted reported a leak; subsequent blood loss was noted. The tubing set was to be used to deliver an unspecified volume of blood, at a rate of 50ml/hr, via a plum pump. After an unspecified length of time, solution leaked "in between the luer lock and the tubing" and approximately 5-10ml of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.